Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by fever and chills coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a leak in the patient line, which was caused by a pet biting the patient line. The patient was hospitalized for the event (date unspecified) and on an unreported date, the patient began treatment for the peritonitis with vancomycin, rocephin, and tazecef intravenously (doses and frequencies were not specified). Six days after onset, the patient was discharged from the hospital and was recovering from the event. No additional information is available.